Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juvéderm volux¿. The patient experienced, occlusion, bruising under chin, with a vessel that looked blue going up chin. There was a tiny white head and a small amount of pallor just under the lip; tender to touch in one spot. Patient was treated with 2ml of hylenex®. Symptoms are ongoing.